Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with 6 prostyle devices using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all six of the devices. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture in combination with a non-abbott device. Moments after hemostasis was established, the patient lost blood flow and was rushed to surgery. A piece of a footplate from one of the failed prostyle devices was found in the access site. Surgery was performed to retrieve the footplate and to re-obtain hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional five devices with reported issues referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.